Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1029099 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1029099 , test base part number 190-430 / lot: 1029099 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1029099 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report : 1221359-2021-02292, 1221359-2021-02293.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses event date three (3) of three (3). The customer reported a false positive result on a nasopharyngeal sample swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed on a nasopharyngeal swab with genexpert and generated negative results. Per the customer, the patient(s) did not have symptoms. No additional information, including patient(s) treatment and outcome was provided.